Manufacturer narrative:
Results: the handle nose cone tabs were fractured off the body of the handle and the nose cone was detached. Conclusions: evaluation of the returned handle revealed that the tabs were broken off the handle body and the nose cone was detached. These tabs secure the nose cone to the handle body. If the tabs are broken the nose cone will not be able to be secured to the handle body. The root cause of the tabs fracturing off the handle body could not be determined. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff found that the tip of the penumbra smart coil detachment handle (handle) was broken upon removal from the packaging. The damage to the handle was found prior to use. Therefore, the handle was not used in the procedure. The procedure was completed using a new handle.